Event description:
Hcp reported that the pt had spinal cord compression and "quadriparesis" after implantation. The device was explanted and the pt outcome is fair. The device was not returned to the MFR. A follow up report will be sent when add'l info is received.